Manufacturer narrative:
The customer was sent replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) to report glycated hemoglobin (hba1c) reagent cartridge leaked. No injury was reported.